Event description:
A 3.00 mm diameter x 20 mm length sprinter legend rx balloon dilatation catheter was inserted into a primary pci pt, with dominant rca and lesion in the lad, for treatment of a calcified proximal lad lesion, which exhibited 80% stenosis. Pt was double wired with two bmw wires, one in the lad and one in the diagonal. The lesion had been previously pre-dilatated with a 2.50 mm diameter x 15 mm length sprinter legend rx balloon dilatation catheter. Following this pre-dilatation, an attempt was made to advance a stent across the lesion. However, the stent failed to cross the lesion. Although, it was not obvious under fluoroscopy, the doctors thought the lesion was obviously calcified. Therefore, the 3.00 mm diameter x 20 mm length sprinter legend rx balloon dilatation catheter was inserted, to pre-dilatate the lesion again. It is reported that there was no problem crossing the lesion with a 3.00 mm diameter x 20 mm length sprinter legend rx balloon dilatation catheter. It is reported that the 3.00 mm diameter x 20 mm length sprinter legend rx balloon was inflated to 14 atm at which point the balloon ruptured. On attempting to remove the device from the pt would not move and appeared stuck in position. After a small amount of pulling on the device it was, it was possible to remove the device from the pt. The distal marker was then seen in the lesion and the proximal marker was noticed by the guide catheter marker. Two wires were used to twist around the proximal portion and it was pushed from the left main stem further into the lad. Eventually after several small balloon inflations, followed by a 2.0 mm diameter balloon it was possible to pass an other brand stent past the balloon into the lesion and was successfully deployed. Two further stents were deployed into the lad to secure the material against the vessel wall. During the case, it was reported that, the wire had caused a tamponade distally which after reopro had been administered would unable to be controlled and pt was sent to the operating theatre to be sutured.

Manufacturer narrative:
(B) (4). Results: (calcified). Eval codes, conclusion: (calcified). Surgical procedure (for tamponade), (secondary intervention: material crushed to the vessel wall). Eval summary: the device was returned to the manufacturing site for eval. The core wire was kinked distal to the guide wire entry port. There were a number of kinks along the outer shaft. The blue inner tubing had detached immediately distal to the guide wire entry port bond. The balloon had torn in a radial pattern 9.5 mm distal to the proximal balloon weld. The remainder of the balloon, the inner tubing, proximal and distal marker bands and the distal tip had detached from the device. Visual inspection of the balloon material confirmed a tear at the detachment site. The possibility exists that during inflation as the balloon was opening and pushing against calcified plaque present in the lesion, a tear to the balloon material occurred. It is possible that as the physician pulled to withdraw the device the tear continued in a radial pattern until the balloon separated.